Event description:
It was reported the patient never had therapeutic effect. The patient had not really noticed an improvement, whereas with the trial they had an improvement and felt stimulation in the vaginal area. Currently the patient was feeling stimulation in the wrong location. The patient felt stimulation at the implant site. It was indicated the patient had told the manufacturer representative. The patient had an appointment to see their physician on (B)(6) 2013. Information received almost three weeks later indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2013 was noted. It was later stated the patient was also having pain at the implant site. It was indicated that it was ¿moving around¿ and was sore and tender. This issue began on (B)(6) 2013, but it had been getting worse. The patient had called their physician and ¿they got upset and was scheduling to get the device removed for the patient.¿ it was indicated the patient did not want to get it removed, but rather wanted the pain to stop. There was no sign of infection at the implant area and it was healing well. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0a8n7, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).